Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus (B)(4). Reference medwatch with (B)(6) for the compact plus (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 56 mg/dl (compact plus (B)(4)) and 91 mg/dl (compact plus (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.